Event description:
It was reported that the filterwire detached inside the patient and could not be removed. The target lesion was located in the saphenous vein grafts to right coronary artery. A 190cm filterwire ez was selected for use. During the procedure, upon retrieval, it was noted that the filter was stuck in proximal saphenous vein graft segment. The radiopaque wire tip and distal segment of filterwire detached and then became lodged in vein graft. A 4mm snare was used to retrieve the detached component. However, it was unsuccessful. Consequently, the fractured device retained inside the patient's body. The procedure was ceased with the patient hemodynamically stable and complete heart blocked resolved. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the wire was returned inside the delivery sheath and the filter bag came back in deployed state. The wire was kinked at the middle section. It is possible to observe that the spring tip was kinked/bent, stretched, and detached. No other issues were identified in the device. The customer has provided a picture and per media inspection, it can be observed that the attachment is a photo of the device package with the label of the device. The information of the label matches with the information of the complaint. Under microscope it was observed that the spring tip was kinked/bent, stretched, and detached. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way. No other issues were identified during the product analysis.

Event description:
It was reported that the filterwire detached inside the patient and could not be removed. The target lesion was located in the saphenous vein grafts to right coronary artery. A 190cm filterwire ez was selected for use. During the procedure, upon retrieval, it was noted that the filter was stuck in proximal saphenous vein graft segment. The the radiopaque wire tip and distal segment of filterwire detached and then became lodged in vein graft. A 4mm snare was used to retrieve the detached component. However, it was unsuccessful. Consequently, the fractured device retained inside the patient's body. The procedure was ceased with the patient hemodynamically stable and complete heart blocked resolved. No further complications were reported.